Event description:
It was reported that a resident was sliding off of an air mattress onto a floor mat. The resident's head got caught between the siderail and the mattress. The siderail fell down over the resident's face as the resident's body was lowering to the floor.

Manufacturer narrative:
The info provided for this incident was from a maude report. The incident had not been reported to medline by the facility. No facility name was provided. The specific model number of the bed is not known. We carry two alterra beds. One comes with side rails and one does not. It is not known if the side rails were medline side rails. It is also not known if the mattress was fitted appropriately for the bed and side rails. We have had no other similar complaints for this product. No sample was provided. We are not able to fully investigate this issue. It is not clear how this could have occurred if all components had been fitted appropriately. A root cause has not been determined. We do not have enough info to fully investigate this issue. However, due to the reported incident, this medwatch is being filed.